Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed. Oversensing was confirmed on the stored electrograms. The patient was asymptomatic. The patient will be monitored.